Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown), the device failed to discharge via pads. The clinicians then obtained paddles and were able to continue therapy. Complainant did not indicate that there was an adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the reported malfunction was not duplicated.